Manufacturer narrative:
The sample is available for eval. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The device was used during dialysis. A nypro syringe was attached to the bd q-syte female luer and a blood access catheter (used for dialysis) was attached to the bd q-syte male luer. When the user pulled the plunger of the syringe to make sure there was no leakage from the catheter, air was introduced into the syringe. Damage to the bd q-syte device is suspected.